Event description:
Pt had back surgery, and following this surgery was offered the use of an implantable interthecal drug catheter and drug infusion pump to help control their pain. Pt stated that the drugs they were given to be used with this device were: bupivicaine and clonidine (both contain preservatives). Pt stated that they started experiencing problems related to the use of the device in 1999. Over the course of the next three years, pt continued to experience problems and went to several different doctors. In 2000, pt went to a doctor becuase none of the fluid would flow through the catheter, a sign that it was blocked in some way. Pt was diagnosed with a benign tumor on their spinal cord in 2001. The original pump was removed and replaced with a new one in 2001. During an emergency surgery in 2002, the device was turned off and removed. Pt explained that their concern revolved around the use of the device and how the MFR is promoting the use of the product. Pt stated that they believed the device was approved for use with preservative free pain medications (including infusamorph, a preservative free morphine). However pt was given pain medications which contain preservatives. Pt stated that they believed that the medications that were given (bupivicaine and clonidine) are not approved for use within the spinal cord (or interthecal space). Pt's concern is that the use of these medications combined with the placement of the catheter in the thoracic spine instead of the cauda aquina were resulting in pts developing these benign tumors which squeeze the spinal cord, and can lead to paralysis.